Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2015 for further investigation. During the investigation the fse replaced the wash syringe unit. Instrument is functioning as intended and released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found four other complaint with similar event. The most probable cause for this event is the wash syringe unit. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2296 probe 1 purge failure and error 4263 wash syringe home overrun. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.